Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that one day post implant of the right ventricular (rv) lead, there was no possibility to measure the rv threshold, even at maximum output. Over the analyzer the tip-rv coil showed high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.